Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the success rate of the right ventricular automatic threshold was low for nine pacemakers (12%): the autothreshold curves are empty and/or false positive high capture threshold alerts are raised. Preliminary analysis confirmed the reported behavior. Nevertheless, improvement of the right ventricular autothreshold algorithm were implemented through smartview 3.06 programmer software upgrade.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the success rate of the right ventricular automatic threshold was low for nine pacemakers (12%): the autothreshold curves are empty and/or false positive high capture threshold alerts are raised. Preliminary analysis confirmed the reported behavior. Nevertheless, improvement of the right ventricular autothreshold algorithm were implemented through smartview 3.06 programmer software upgrade.

Manufacturer narrative:
Modification to the sequence of event (b5) and addition of the conclusion in the h10 field, according to a request from FDA. It is suspected that the subject pacemaker has not been interrogated prior to the first follow-up. As a result, improvement of the rvat algorithm available in smartview 3.06 programmer software version could not be embedded on the device. Since the device have been interrogated with a tablet embedding smartview 3.06 programmer software version upon first device interrogation, a higher success rate of the rvat algorithm should be observed, upon next device interrogation. This case is recorded for trend purpose. Please refer to the attached analysis report.

Event description:
Reportedly, the success rate of the right ventricular automatic threshold was low for this pacemaker: the autothreshold curves are empty and/or false positive high capture threshold alerts are raised. Preliminary analysis confirmed the reported behavior. Nevertheless, improvement of the right ventricular autothreshold algorithm were implemented through smartview 3.06 programmer software upgrade.